Manufacturer narrative:
Evaluation of the radiograph confirms the reported event. There is no plan for revision surgery at this time. Implant remains in-situ. No further evaluation of the product can be completed at this time. The root cause of this reported event has not been determined, no conclusion can be drawn. Labeling review notes the following: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury."

Event description:
On (B)(6) 2015, a male patient underwent a posterior cervical spine fusion (c2-t1). Around 5 months postoperative, the patient reported arm pain. Radiograph image indicates one of the screw tulips broke off from the shank. No revision is planned at this time. Patient's activity level is unknown. Patient compliance with post-surgical instructions is unknown.